Event description:
It was reported that after a supply change on an ilet system, the patient¿s blood glucose rose to 254 mg/dl and a leak was observed at the connector, after which a new box of supplies was used. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a fluid leak associated with the connector/coupler consistent with a leakage at a seal. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.